Manufacturer narrative:
2/17/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a knee reconstruction procedure. Reportedly, the needle broke and detached. The hosp has reported no pt injury occurred.